Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and infection ('infection w/ IV antibiotics') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation ("migration"), pelvic pain ("severe pain, chronic pelvic pain"), medical device discomfort ("discomfort"), abscess ("abscess"), infection (seriousness criterion hospitalization), menorrhagia ("heavy menstrual bleeding"), migraine ("excessive migraine headaches"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and back pain ("back pain"). At the time of the report, the perforation, device dislocation, abscess and infection outcome was unknown and the pelvic pain, medical device discomfort, menorrhagia, migraine, abdominal pain, dyspareunia and back pain had not resolved. The reporter considered abdominal pain, abscess, back pain, device dislocation, dyspareunia, infection, medical device discomfort, menorrhagia, migraine, pelvic pain and perforation to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Date(s) of insertion: (B)(6) 2010 (discrepancy noted) and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2010: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New events infection, abscess, migration and perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and infection ('infection w/ IV antibiotics') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), infection (seriousness criterion hospitalization), pelvic pain ("severe pain, chronic pelvic pain"), medical device discomfort ("discomfort"), abscess ("abscess"), menorrhagia ("heavy menstrual bleeding"), migraine ("excessive migraine headaches"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, infection and abscess outcome was unknown and the pelvic pain, medical device discomfort, menorrhagia, migraine, abdominal pain, dyspareunia and back pain had not resolved. The reporter considered abdominal pain, abscess, back pain, device dislocation, dyspareunia, infection, medical device discomfort, menorrhagia, migraine, pelvic pain and perforation to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Date(s) of insertion: (B)(6) 2010 (discrepancy noted) and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: coils were properly placed.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc (product technical complaint). Event device dislocation marked as medically significant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.